Event description:
It was reported that a previously deployed stent was found fractured in a pt. The pt is suspecting the fracture may have led to an amputation, however no clinical info, including the location or extent of the fracture or clinical info regarding the disease state before and after stent placement has been provided.

Manufacturer narrative:
This event is being reported because the device is the same or similar to (B)(4) marketed in the united states. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been received previously for this lot number. No mfg anomalies or changes which may have caused or contributed to the reported event have been identified. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no accessories were provided for eval. Also, the info provided concerning the procedure, accessories used and pt's clinical history is very poor. Therefore, the alleged failure could not be reproduced and the complaint was closed with inconclusive result. Potential product and non product related factors which may have contributed to the reported issue have been considered. However, based on the poor info available a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk by indicating potential complications associated with the use of peripheral stents and providing precautions and info for the correct application of the device.